Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the procedure was being performed in the emergency department. The physician stated the guide wire has unraveled during the procedure. There was no injury to the patient. No patient death or complications reported. Follow up information states the guide wire was being fed through the needle. The guide wire became stuck during insertion or removal in some cases. A second kit was used to complete the procedure successfully. Patient care was delayed. In each case the physician had to remove the needle to safely remove the wire and then re-establish access. On at least one occasion they had to use a different insertion site.